Event description:
It was reported by the clinician that the w22174 burette set was used for cardiac anesthesia. When transporting the pt, tension on the IV set caused the tubing leading from the spike to the top of the burette set to come out. There was not much tension placed on the IV set to cause this to occur. There were no pt complications reported. It was noted, the hospital is now testing each set before use by pulling on tubing to make sure it does not come apart.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.